Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error. The caller stated that the customer had been washing her hair over the sink but advised that the device had not gotten wet. The customer's blood glucose was 360 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.